Event description:
The customer reported sticky module latches during a cpc and tpc site visit. There was no report of patient involvement.

Manufacturer narrative:
The reported event of sticky module latches file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit with attached pictures alone because a determination cannot be made whether the latch was sticky based on the photo. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement CAPA is not necessary

Manufacturer narrative:
The reported event of sticky module latches file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit with attached pictures alone because a determination cannot be made whether the latch was sticky based on the photo. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement CAPA is not necessary.

Event description:
The customer reported sticky module latches during a cpc and tpc site visit. There was no report of patient involvement.

Manufacturer narrative:
The reported event of sticky module latches file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit with attached pictures alone because a determination cannot be made whether the latch was sticky based on the photo. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement CAPA is not necessary.

Event description:
The customer reported sticky module latches during a cpc and tpc site visit. There was no report of patient involvement.